Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and one photo were received for evaluation. The sample came with an extension line connected to the syringe. This line was removed. The sample was tested for sustaining force, giving 8.4n. The specification is <20n. Failure mode was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for the lot# 9099603 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9099603 during the production run. Root cause description: root cause can¿t be confirmed. Rationale: n/a.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced difficult plunger movement prior to use. The following information was provided by the initial reporter: material no.: 306547. Batch/lot: 9099603. Customer: we had an event at our user facility where they had a 10ml syringe where the plunger would not go down and flush the solution out of the barrel. I am guessing there is an occlusion at the tip, or a pressure issue.